Event description:
Information received by medtronic indicated that the customer called as a result of receiving the safety notification for the battery cap damage and reported insulin pump battery cap metal contact was broken off. Troubleshooting was performed and found that the battery cap metal contact was missing. No harm requiring medical intervention was reported. The customer will discontinue using the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.